Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the emergency room due to symptoms of syncope. Device interrogation and review of stored ventricular tachycardia events showed this pacemaker and right ventricular (rv) lead were exhibiting noise and pacing inhibition greater than 2 seconds. The patient is atrial pacer dependent, and the ventricular oversensing was leading to inhibition or delay of atrial pacing. It was noted that a few months prior, the patient had fallen face first on a concrete floor and fractured some ribs. The patient was admitted to the hospital and the lead was subsequently explanted and replaced. During the revision, the physician had some difficulty removing the lead. The physician could not get the helix to retract and also caused some damage to the terminal pin upon removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Event description:
Additional information was received indicating the cause of noise was unable to be determined from visual or fluoroscopic inspection and that the lead header connection was checked during the revision procedure and there appeared to be no anomalies. No additional adverse patient effects were reported.